Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient took a gluco tablet when the cgm was approximately 67 mg/dl. During this time the patient felt fine. An unspecified time later, the patient went to the emergency room (reason unknown). At the ER the patient's bg was 422 mg/dl and it is unknow what the cgm was displaying. The insulin pump was removed and the doctor advised the patient to replace the sensor. Prior to replacing the sensor, the patient bought a bg meter and checked their finger stick reading which was 123 mg/dl and the cgm was 44 mg/dl. No other event details including information at the ER was provided. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient took a gluco tablet. The reported glucose values fall within the b zone of the parkes error grid prior to replacing the sensor. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.